Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. Prior to the blank display they received a no delivery alarm. The customer¿s blood glucose level during the incident was 169 mg/dl. The customer was assisted with troubleshooting and but the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with blank display, problem isolated to interface board. Unable to perform operating current, self-test, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test or verify no delivery alarm due to blank display.